Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that on (B)(6) 2024. The instrument did not screw into the implant securely. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed, heavy wear patterns over the device surface. Additionally, threaded tip of device was stripped. The observed, condition of the threaded tip was consistent with off-axis assembly and impacting device before the tip is fully seated into the cup. Therefore, potential cause can be traced to unintended use error. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed, since it was not applicable to the complaint condition. A functional test was unable to be performed, due to the post-manufacturing damage. However, based on the damage observed, on the threaded tip. It is reasonable to confirm, the unable to assemble allegation. Potential cause can be traced to a component failure as condition may happened as a consequence of the observed damage. The overall complaint was confirmed. As the observed, condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible, because the date code ag0710 provided is not a valid finished goods lot number.

Event description:
It was reported that on (B)(6) 2024 the instrument did not screw into the implant securely.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.